Manufacturer narrative:
Received 1 used latex catheter with the drainage bag still attached. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects. The functional evaluation was performed as follows: inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 250ml/min, 240ml/min and 245ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 3cc balloon: use 5cc sterile water; 5cc balloon: use 10cc sterile water; 30cc balloon: use 35cc sterile water. Catheters should be replaced in accordance with the cdc guideline, "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain urine freely. The nurse reported that the patient allegedly felt the need to void, and noticed that the foley was not draining. The staff had to milk the catheter in order to achieve successful urine flow. A bladder scan was performed and 0ml of urine were found in the bladder after milking the foley. Subsequently, the foley was replaced without impact to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain urine freely. The nurse reported that the patient felt the need to void and noticed that the foley was not draining.the staff had to milk the catheter in order to get an accurate output for the patient. A bladder scan was performed and 0 ml of urine were found in the bladder after milking the foley. As a result, the foley was replaced without impact to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain urine freely. The nurse reported that the patient allegedly felt the need to void, and noticed that the foley was not draining. The staff had to milk the catheter in order to successful urine flow. A bladder scan was performed and 0 ml of urine were found in the bladder after milking the foley. As a result, the foley was replaced without impact to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter would not drain urine freely. The nurse reported that the patient felt the need to void and noticed that the foley was not draining.the staff had to milk the catheter in order to get an accurate output for the patient. A bladder scan was performed and 0 ml of urine were found in the bladder after milking the foley. As a result, the foley was replaced without impact to the patient. Additional information has been requested.